Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its drawer was failed. The customer reported there was a delay in dispensing medications to the patient and issue occurred during dispensing of medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer. Correction: section d unique identifier (UDI). Part analysis: the reported condition of es - drawer failure was confirmed by field service engineer (fse) and subsequently confirmed in the dchu testing and inspection process. According to work order (B)(4), the field service engineer (fse) verified the reported failure of fh drawer 6 being off bus. The drawer chassis was inspected, noting that the pmc diagnostic leds were off. The pmc (pyxibus module controller) board was replaced without resolution, and the drawer controller was replaced, resolving the issue. Upon power up, fh drawer 5 indicated pocket failures in rows b and c. The row board and drawer controller connections were reseated, resolving the condition. The customer also reported intermittent issues with the jadak barcode scanner. The scanner usb cable and keyboard cover were replaced due to excessive wear. Operation was tested in hta diagnostics and application with no issues noted. During dchu visual inspection: pn 151903-01: the unit shows slight discoloration due to overheating on component ic u300, consistent with thermal damage. No fluid ingress, loose components or other anomalies were observed. Pn 151622-01: the unit was in good condition with no signs of physical damage, loose components, fluid ingress, missing components or other anomalies. Pn 353839-01: the unit show signs of wear, with some characters fading due to regular use; no other anomalies observed. Pn 138517-01: the unit was in good condition with no signs of physical damage, cuts, tears, fluid ingress, or missing components. However, it was noted that the usb connection section showed signs of evident stress, including a pronounced bend. During dchu testing: pn 151903-01: no further testing was performed due to evidence of thermal damage observed on ic u300. Pn 151622-01: the returned drawer controller board was evaluated on an esd-protected surface, using a calibrated digital multimeter to measure resistance < 1 ohm between tp502¿tp505 and tp501¿tp503, indicating failure of diode d501 and mosfet q501. Pn 353839-01: no further testing was required due to wear on the keys on the silicone keyboard cover. Pn 138517-01: the returned cable was connected to a known-good dchu hta equipment - (c15-4589 ¿ no calibration required). Upon connection, the device did not detect the scanner and did not provide any visual indication (no red flashing light) not any audible chirp, confirming lack of recognition. The cable failed continuity testing using the usb cable tester (tcnt3, c15-4972 ¿ no calibration required). Pins 3 showed intermittent loss of continuity, indicating damaged ground wires. The cable did not meet testing requirements, so hta testing was not performed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage to component u300 on the full height cubie pmc (pn: 151903-01) circuit board resulting from an electrical failure. This damage compromised the communication and control signals, preventing the drawer from being detected on the bus and subsequently caused a short circuit involving diode d501 and mosfet q501 on the drawer controller board. Additionally, the returned cable associated with the complaint failed due to intermittent continuity loss on ground pin 3, which directly caused the scanner malfunction. Additionally, the keyboard cover letters print washout consistent with normal wear resulting from regular operational use.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its main drawer 6 not connected to bus. The customer reported there was a delay in dispensing medications to the patient and issue occurred during dispensing of medication to patient. As per part investigation, it was determined that the failure was caused by thermal damage to u300 and a short circuit in d501 and mosfet q501. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that fh drawer 6 off bus pyxibus module controller (pmc) diagnostic leds were off. A field service engineer (fse) initially replaced the pmc, but the issue persisted. Replaced the drawer controller issue resolved. On power-up, full-height drawer 5 showed pocket failures in rows b & c. Reseated row board and controller connections issue resolved. Replaced the scanner usb cable and worn keyboard cover to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its main drawer 6 not connected to bus. The customer reported there was a delay in dispensing medications to the patient and issue occurred during dispensing of medication to patient. There were no adverse events or injuries reported based on this event.